Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. No alarms were noted for a compromised force sensor system or for a software error. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported her insulin pump is alarming with two alarms. Customer was changing her infusion set and reservoir when the device alarmed. Customer's blood glucose is 64 mg/dl. She treated with a banana. The alarm occurred right after a battery change. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.